Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. See scanned page.

Event description:
The account stated there was a lack of reproducibility on 3 pts with the architect ca 19-9xr assay. Pt 1 tested architect ca 19-9xr = 4, 37, 5, 3 u/ml. The erratic results were not reported outside of the laboratory. No impact to patient mgmt was reported.